Event description:
A vaxcel chronic dialysis catheter was placed in 2002. It was reported the catheter fell out in 2005. The cuff had detached from the catheter and remained inside the patient. The catheter was replaced.